Event description:
Situation: tubing leak found during compounding taxol. No drug was added to the bag yet, tubing leak found when priming IV line (2r8480) with saline. Lot: (10) r21l11078. Background: periodically finding leaks in tubing where the bottom of the chamber meets the tubing line. Assessment: tubing removed from bag and saved for assessment. New bag prepared for patient's treatment. Recommendation: assess tubing and lot.